Event description:
It was reported that during the implant procedure, the lead was initially tightened using the setscrew, then was loosened in order to reposition the lead. It was not possible to locate the setscrew in the header after this. The physician then switched to a different wrench, and was able to locate and tighten the setscrew. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.